Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by the customer that during the puncture process, the puncture sheath was found to be broken, and another catheter package was disassembled, and the puncture sheath was replaced to continue the puncture. It was reported this occurred with two devices. This report addresses the first device.

Event description:
It was reported by the customer that during the puncture process, the puncture sheath was found to be broken, and another catheter package was disassembled, and the puncture sheath was replaced to continue the puncture. It was reported this occurred with two devices. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a broken microintroducer sheath is confirmed; however, the exact cause is unknown. One photograph of a powerpicc and microintroducer sheath was returned for evaluation. An initial visual observation of the photograph showed a powerpicc catheter being inserted into a patient. The catheter was observed to be within one half of a microintroducer sheath and what appears to be a portion of the red t-handle of the device appeared to be wrapped around the catheter tubing; however, no details of the break site could be seen in the returned photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.